Event description:
It was reported that the stylet that was used during implant of the left ventricular (lv) lead was not removed from the lead after implant. It was noted that at an unknown time the stylet perforated the lv lead. The lv lead was inactivated and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the left ventricular (lv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert. Analyst commented, an out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2012 and (B)(6) 2013. Analysis of the device memory indicated the impedance trend on the lv pacing lead was variable. Analyst commented, maximum lv pace impedance varies between 266 and greater than 4000 ohm throughout the record.

Event description:
It was reported that the stylet that was used during implant of the left ventricular (lv) lead was not removed from the lead after implant. It was noted that at an unknown time the stylet perforated the lv lead. The lv lead was inactivated and replaced with another lead. No patient complications have been reported as a result of this event.